Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had bent cannula. The customer also reported that they were having high blood glucose of 400 mg/dl at the time of incident. The customer stated that the blood glucose went up to 500 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.